Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the fluoro function board. The system was tested and found to be working as intended and placed back into service. Follow up indicated no further lock ups.

Event description:
It was reported that the 9900 system is exhibiting recall errors and is locking up. There was no report of patient injury.